Manufacturer narrative:
One 23ga esa hub and sleeve assembly was returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be verified. Visual inspection found evidence of use as the assembly dirty with particulates and dried solutions. Microscopic examination found a large section of one flap is torn off and missing. The assembly cannot function properly in this condition. The sample has been forwarded to the vendor for evaluation. The investigation is ongoing.

Manufacturer narrative:
Further evaluation of the returned device show the edges of the void are cleanly cut and/or torn away. Voids caused by the manufacturing process are irregularly shaped and the edges are wavy. The source of the damage cannot be confirmed. A review of the complaint database revealed no similar have been submitted against lot w1589. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that a part of a trocar valve came loose and entered the patients eye. The surgeon noticed this and removed it. The surgeon did not remove the valve. It is still on the trocar. There is a small part of the valve that is missing. There was no patient impact.